Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11:30am on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿92mg/dl¿ with the subject meter and ¿72mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with oral medication (100mg metformin and x2 5mg glipizide per day) as well as with diet and/or exercise and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that right after the alleged product issue occurred they developed symptoms of ¿lightheadedness and shaking¿; symptoms which the patient self-treated by consuming additional food and/or drink right away. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.